Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that on (B)(6) 2020, at the time of the patient's cardiac arrest, the device did not activate a red alarm.

Manufacturer narrative:
H3 and h6: the customer reported that the mx450 intellivue did not activate a red alarm. The patient had an asystole, and the doctor who was nearby was able to attend in time. The field service engineer went to the customer site and tested the intellivue mx450 patient monitor with simulator and it was found that the alarm was not triggered because it was disabled on the monitor. The field service engineer observed that the monitor was left without battery for a long time after the reported incident this resulted in the discharge of the patient. The field service engineer instructed the customer to purchase the battery and configure and to get the clinical staff more trained on the equipment. Based on the available information and testing performed, the device was working as expected during testing performed by the philips field service engineer. During the testing the fse found out that the alarms disabled on the monitor. This case was determined to be a user issue. No parts were replaced. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.